Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that this was the third time that they've had the "stimulator" put in because "it kept coming out". Stimulation was not providing effective relief for the patient. The pt said they saw a representative (rep) to get an adjustment after a year, and the rep made an adjustment on the lower half of the body and the upper part was left out. The pt stated they don't have a problem with their legs or nerves because their pain was muscular. The pt reported their legs were going numb though, so the pt ended up calling the rep to "reset the stimulation", but the rep was no available so they had to see another rep for the adjustment, but that rep couldn't get the stimulation up because the original data for the ins was on the other rep's programmer. Patient services noted that the pt was providing conflicting information and they tried to get clarification from the pt but they were not provided clear responses. Pss sent an email to the field reps to reach out to the pt for reprogramming since the pt was not getting effective relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. The hcp noted "the device was coming out" was due to malpositioning. Additional information was received from the patient. Patient stated that the reps couldn't get their settings right. Patient stated that the only rep who had access to their program/data was on medical leave. Patient stated that they have to suffer because nobody can call the rep on leave and ask to send the data/program to somebody else and that's their problem. Patient added that the reps tried 3 times already but they were not able to get it right. Patient stated that they were in pain for six weeks. Patient stated that they should not have to suffer for three months just because no one could call the rep.